Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes there was non-biological foreign matter in the tube. There were no health consequences or impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes there was non-biological foreign matter in the tube. There were no health consequences or impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-feb-2024. H.6. Investigation summary: bd received two (2) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter (fm) with the incident lot was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.